Manufacturer narrative:
Concomitant medical products: 30ml ims limited syringe, lot i035e6, exp 4-18, morphine sulfate injection, therapy date: unk. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the morphine pca leaked at an unspecified location. The user stated it occurred 2 times on the same patient.